Manufacturer narrative:
Visual inspection confirmed that one of the locking tabs has completely broken off of the instrument. The detatched section was not returned with the rest of the device. The analysis showed that the failure mode observed in this event was due to imparting excessive torsional loads to the mating instrument (reducer) during the rod reduction maneuver. Excessive load can be applied due to a tolerance gap condition between thereducer and extenders. Review of device history records does not indicate any manufacturing or processing related issues related to this failure mode. Caution: imparting excessive torque beyond this point can damage the instrumentation. Warnings: potential risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported that the screw extender was found broken after a wash cycle. No patient was involved.